Event description:
Discordant elevated troponin I (ctni) results were obtained on a series of patient samples on the dimension vista. The results were reported to the physician. The physician regarded the results as discordant and related to the administration of the human immunoglobulin treatment with tegeline(r). It is unknown if patient treatment was altered or prescribed on the basis of the elevated troponin I results which were regarded as discordant by the physician. There was no report of adverse health consequences as a result of the elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discordant elevated troponin I result (relative to the negative results prior to treatment with tegeline(r)) is unknown. Tegeline is a human immunoglobulin therapeutic treatment. The individual patient results exhibited an elevated troponin I which showed a slow decrease over time. This is not the typical pattern that is expected with a cardiac event. Siemens healthcare diagnostics requested but was not supplied samples for interference testing in their laboratories. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.